Manufacturer narrative:
The technician isolated the issue to faulty gas springs. He replaced both gas springs to repair the stretcher.

Event description:
Information received indicates the head of the stretcher will not lower.